Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during open heart surgery the right atrial (ra) lead while connected to the analyzer exhibited no markers. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right atrial (ra) lead was functioning appropriately.